Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, from approximately 500 ohms in (B)(4) 2012 up to approximately 1000 ohms by the end of (B)(4) 2012 where it had remained relatively stable since.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that trend data indicates that the right ventricular (rv) lead impedance and capture threshold appeared to rise, then stabilize. The rv lead remains in use. No patient complications have been reported as a result of this event.